Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation of this complaint was based on the provided very short description and available images from complainant. No device was returned to manufacturer for evaluation, although requested by manufacturer. Images confirm that filter was placed just inferior the renal veins from right femoral vein with minimal tilt. Two months after filter placement images demonstrates a large right psoas hematoma with active bleeding as a result of the perforated right lateral celect filter leg and the filter was tilted 45 degrees to the left. Also the filter hook had penetrated the left lateral wall of the ivc. Nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Device history record (manufacturing records) was reviewed and found no evidence to suggest that filters from lot # e2996604 were not manufactured according to specifications. Filter perforation of the vena cava wall and tilt is a well-known risk addressed and accepted in the product¿s risk documentation and further addressed in the IFU, as potential adverse events: "damage to the vena cava, vena cava perforation, hemorrhage, filter malposition." Further, several published case reports describe tilt and filter perforation of the vena cava wall. Despite perforation the majority ends up in successful filter retrieval. Based on the provided and limited information it has not been possible to determine the exact root cause for filter perforation and tilt in this case. Thus the root cause is unknown and no conclusion can be drawn. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter was placed accurately over 2 months ago. It tilted to a nearly 90 degree angle and perforated the ivc on both sides. Filter had to be removed surgically. Patient outcome: the patient did require additional procedures due to this occurrence. Filter was removed surgically. According to the initial reporter the patient did experience adverse effects due to this occurrence. The patient had to attend a&e.